Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed via clinician review of the provided medical records. . Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry concerns a 77-year-old patient who underwent a cement less primary total hip arthroplasty and at five weeks was found to have a periprosthetic fracture necessitating revision. It is impossible to assess the root cause of this event since no immediate postoperative x-ray was provided and no operation report or surgeon notes were provided. The causes of periprosthetic fracture in the immediate postoperative period are multifactorial including surgical technique with possible penetration of the cortex creating a stress riser, or the possibility of using and inserting an implant too large for the patient's anatomy can also contribute if a fracture line or breach is unrecognized. Patient activity factors as well as bmi could contribute especially if the patient sustained a fall or significant trauma. I would not assign any causality to the implant itself product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: no further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient had her femoral stem revised due to periprosthetic fracture. Right hip. No other information available due to hospital policy."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient had her femoral stem revised due to periprosthetic fracture. Right hip. No other information available due to hospital policy."